Event description:
It was reported that patient had elective ipg replacement. During the procedure while tunneling the new extension, old extension was damaged causing impedance issues. As a result, the damaged extension was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.